Manufacturer narrative:
Foreign: (B)(6).

Event description:
Information was received indicating that during pre-use check a pump using a cadd extension set was unable to pass medical fluid through the product. No patient involvement. No additional information is available

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that during pre-use check a pump using a cadd extension set was unable to pass medical fluid through the product. No patient involvement. No additional information is available